Manufacturer narrative:
Additional information noted that the field representative confirmed that impedance measurements, pacing thresholds, and sensing were normal after repositioning the competitor rv lead.

Event description:
Boston scientific received information that this patient's rv lead was fractured four years after implant in (B)(6) 2015, however the patient did not received any shocks until (B)(6) 2015. Thus this patient presented to the hospital after the inappropriate shock was delivered. Further review confirmed that noise, oversensing was seen on the right ventricular (rv) lead as well as high shock impedance measurements. It was confirmed on x-ray that the rv lead was fractured. The rv lead was replaced with a competitor lead, and was surgically abandoned, while the device remains implanted. No adverse patient effects were reported. The field representative wanted additional review of this case. Thus a review of stored episodes with the electrocardiograms was done by boston scientific technical services (ts) when it comes to the device and surgically abandoned rv lead. Ts noted myopotential noise on the shock channel which was not uncommon as the vector was programmed to unipolar rv to can. In addition another episode reviewed showed that after quick convert anti tachycardia therapy was delivered with not successful termination of the rhythm a 41j shock was delivered as programmed and some artifacts were seen on the shock channel with fault code 1005 being triggered due to a shock being delivered into an open condition. Possible noise/oversensing was also suspected on the rv channel at this time, although this was not clear. Two more episodes occurred following the episodes with the therapy delivered but therapy was not delivered in this case, and no noise/artifacts were seen on the rv rate/sense channel.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient presented to the hospital after an inappropriate shock was delivered. Further review confirmed that noise, oversensing was seen on the right ventricular (rv) lead as well as high shock impedance measurements. It was confirmed on x-ray that the rv lead was fractured. The rv lead was replaced with a competitor lead, and was surgically abandoned and discarded. No adverse patient effects were reported.